Event description:
A burnt smell was coming from the unit, and a round 1/4" hole was found burnt through the bottom case of the unit below the power cord connector. Patient wasn't triggering at all, and went apneic.======================manufacturer response for EKG cart, mortara (per site reporter).======================provide RMA number.